Manufacturer narrative:
(B)(4). The device was not returned to atricure for evaluation as there was no indication of a device defect or malfunction, it was disposed of by the hospital. The lot number of the device was unable to be ascertained. Device discarded by the facility.

Event description:
A patient had a diaphragmatic hernia post epi-sense procedure which was later confirmed by the sales rep as incarcerated small bowel that required surgery to correct.